Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display broken connector on interface board. The device had cracked case at display window corners, battery tube threads, and reservoir tube lip. The device was received with minor scratched lcd window.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 114 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.